Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient injured their back while squatting and leaning into a kitchen cabinet on (B)(6) 2018. Since their injury the patient has experienced shocks and jolts and they were unsure if this was due to a device malfunction or their injury. The rep also noted that the ins was loose in the pocket. Impedances were within normal limits. The rep reprogrammed the patient's stimulation and redirected them to their managing physician. No further complications were reported.